Event description:
It was reported that the bd insyte autoguard yel had needle through catheter. The following information was provided by the initial reporter: about to start an IV and when cap was taken off IV catheter, the needle was poking through the side of the tip of the catheter. Needle was retracted and a new catheter was obtained for IV start. 1. Did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? Yes, no known harm caused to patient. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No, none known. 3. Total number of occurrences? 3 times in (B)(6) 2024 (our event # 24-10380 date (B)(6)2024, 24-10246 date (B)(6)2024, and 24-9907 date (B)(6)2024) ¿ lot#¿s noted are 3298970, 4116719, and 4059386. 4. Sample available is mentioned as yes, are you able to provide the address of the facility for us to ship the return label? Not available. 5. If possible, please provide the picture sample. Not available. Additional info: my event # 24-10380 ((B)(6) (B)(4)). ¿ confirm product code is #381412 bd instyle IV cath 24g x ¾¿. ¿ date of event 12/29/2024. ¿ the lot # I was provided was 3298970. If that is not tied to product 381412, then the end user who entered the event provided the wrong lot#. I have no other lot # to provide for this event. I am not sure which compliant # matches my event #, but if I had to guess I think (B)(4) is my event # 24-10246. The event date was 12/22/2024 and the lot # I was provided by event author is #4116719 and the product # is 381412. I think (B)(4) is my event 24-9907. The date of this event was 12/9/2024 and the lot# I was provided by the event author was 4059386 and the product # is 381412. Additional question sent to customer: 1. Was the needle poking through the side of the catheter when the cap was removed before attempting to use it on the patient for both events listed below? # 24-10380 date (B)(6)2024. # 24-9907 date (B)(6)2024. Response received from customer on (B)(6) 2025: for 24-9907 the answer received is no. I have not been able to get confirmation for 24-10380 that from the event author that it was no, but it was believed to be no.

Manufacturer narrative:
(B)(6). Device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381412 and lot number 4059386. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.